Manufacturer narrative:
Medwatch sent to FDA on 09/25/2018. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Review of the device labeling notes the following: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.

Event description:
Reported as: a patient with the orbera intragastric balloon had sudden onset of vomiting for 3 days. An endoscopy (eda) was performed and confirmed water and air level, confirming hyperinflation of the balloon. Device was removed.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 11/30/2018. Additional information: corrected data: device evaluation summary: a visual examination was performed on the returned balloon. The balloon shell was noted to be discolored, as it was blue in appearance. Black particulate matter was observed in the valve channel. One opening was noted on the anterior portion of the balloon shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and leakage was noted from one openings on the anterior portion of the balloon shell. Under microscopic analysis, the opening on the anterior portion of the balloons shell was noted to have striated edges, consistent with damage from a surgical tool. Red, white, yellow, and black particulate matter was noted on the inner surface of the valve channel.